Manufacturer narrative:
The technician confirmed the reported events and noted the motor cartridge was corroded.

Event description:
It was reported that during a procedure at the user facility the core micro drill was running by itself. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was also noted that during functional testing by the service technician, the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.